Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump buttons were hard to push. Insulin pump had no delivery alarm. Insulin pump did not alarm low reservoir. Customer stated that the motor sounds like it was working hard to rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, rewind, basic occlusion, occlusion, prime or 33 and excessive no delivery test. No excessive no delivery or occlusion alarm noted. Device primed properly. Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. (B)(4).